Event description:
It was reported that the ventilator stopped working and the monitor screen went blank. Hospital therapist was not certain if an alarm sounded. The ventilator was powered off and on by hospital therapist. Ventilator powered itself off after several seconds. Pt was placed on another ventilator. There was no pt injury.